Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 201, the reporter contacted animas, alleging other (unusual) issue. There was no additional information available at this time. Customer support attempted to contact the reporter without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The alert date for this report is 08/19/2015 not 08/20/2015 as previously reported.